Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. The leakage was attributed to a crack that was observed at the bottom gate of the tube reservoir. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for damage to the tube reservoir was not observed as all retain samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer, the customer¿s indicated failure mode for leakage with the incident lot was observed as the samples did not meet the required specifications. The leakage was attributed to a crack on the bottom gate of the reservoir. Additionally, retains samples of the incident lot number were inspected and no defects were observed. Based on the investigation, the most probable root cause associated to the reported condition may be due to a molding issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode relating to damage to the cap or reservoir (that could lead to leakage) was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode relating to damage to the cap or reservoir (that could lead to leakage) was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that a bd microtainer® tube with bd microgard¿ closure. Lithium heparin, pst¿ gel additive failed to function properly post use as blood was found leaking out during the spinning process. There was no report of injury or medical intervention.